Event description:
As reported via the (B)(4) study, a patient experienced an abnormal cardiac stress test that showed ischemia. The patient's medical history is significant for hypertension and a previous percutaneous coronary revascularization ((B)(6) 2010). On (B)(6) 2010, prior to the index procedure, the patient underwent treatment of the proximal rca due a positive stress test and 95% stenosis. Following rotablation, the lesion was dilated with a 2.0 x 15mm balloon at 8atm followed by the implantation of a 3.5 x 28mm cypher stent at 16atm. There was no residual stenosis with good distal flow. Post-dilation of the mid rca showed 30 to 40% lesion that would be treated medically. There were no adverse cardiac events reported following the procedure. On (B)(6) 2010, due to a positive stress test, the patient underwent the index procedure. Angiography revealed 80% stenosis in the mid lad. The lesion was pre-dilated using a 2.0 x 12mm balloon at 6atm and a 2.5 x 18mm cypher stent was deployed at 12atm. Post-procedure residual stenosis was 0% with timi iii flow for the treated lesion. The patient was given 200mcg of intracoronary nitroglycerin for treatment of arterial vasospasm. The rca in the proximal section where the previous stent was placed showed no significant in-stent restenosis. The patient was discharged the following day. Approximately (B)(6) months later, the patient presented for medical clearance for bariatric surgery and underwent a cardiac stress test which was positive. A cardiac cath was performed revealing 50 to 60% stenosis within the mid rca stent and 95% stenosis in the mid pda. The lad showed 60% stenosis at the mid vessel just proximal to a patent stent; however, the very proximal end of the stent could have been involved with stenosis. The patient was treated medically.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient experienced coronary artery spasm and restenosis. This is a (B)(6) male with medical history significant for hypertension and a previous percutaneous coronary revascularization ((B)(6) 2010). On (B)(6) 2010, prior to the index procedure, the patient underwent treatment of the proximal rca due a positive stress test and 95% stenosis. Following rotablation, the lesion was dilated with a 2.0 x 15mm balloon at 8atm followed by the implantation of a 3.5 x 28mm cypher stent at 16atm. There was no residual stenosis with good distal flow. Post-dilation of the mid rca showed 30 to 40% lesion that would be treated medically. There were no adverse cardiac events reported following the procedure. On (B)(6) 2010, due to a positive stress test, the patient underwent the index procedure. Angiography revealed 80% stenosis in the mid lad. The lesion was pre-dilated using a 2.0 x 12mm balloon at 6atm and a 2.5 x 18mm cypher stent was deployed at 12atm. Post-procedure residual stenosis was 0% with timi iii flow for the treated lesion. The patient was given 200mcg of intracoronary nitroglycerin for treatment of arterial vasospasm. The rca in the proximal section where the previous stent was placed showed no significant in-stent restenosis. The patient was discharged the following day. Approximately 15 months later, the patient presented for medical clearance for bariatric surgery and underwent a cardiac stress test which was positive. A cardiac cath was performed revealing 50 to 60% stenosis within the mid rca stent and 95% stenosis in the mid pda. The lad showed 60% stenosis at the mid vessel just proximal to a patent stent; however, the very proximal end of the stent could have been involved with stenosis. The patient was treated medically. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The complaint of vascular spasm was investigated, and there is no evidence to suggest there were any manufacturing issues that contributed to the reported event. A coronary vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the heart muscle. This may lead to chest pain or even mi (myocardial infarction). Unlike typical angina, coronary vessel spasms usually occur at rest. Coronary spasms most often occur in people with risk factors for heart disease, like smoking, high lipids and hypertension. Spasms may be triggered by tobacco use, exposure to cold, extreme emotional distress and use of illicit drugs. Treatment of spasms may include medications such as nitrates, calcium channel blockers and 1-arginine, which may reduce the risk of reoccurrence. Review of the information suggests that patient factors may have contributed to the reported events. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and coronary disease. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00094 and 3003742446-2012-00095.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00094 and 3003742446-2012-00095.